Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by a manufacturer representative (rep) that they were seeing an ¿interference¿ screen on the 8840 and they were unable to connect. The rep stated they tried to reposition for 20 minutes and also tried using the new handset and that showed ¿no device found.¿ the rep was advised while on the call to try in another room and that resolved the issue. Additional information was received from a manufacturer representative on (B)(4) 2018. The representative reported there was no issue with the 8840 or the smart programmer and that the problem had been cleared when they went into another room. The representative indicated that technical support had been present on the phone during the resolution. There were no further complications reported.